Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colectomy procedure, while stapling on colon, the firing knob broke. One side of the adjustable firing knob broke during the return of the knife. The surgeon returned the knife slowly by contralateral adjustable firing knob. No patient injury.